Manufacturer narrative:
DHR could not be reviewed because lot number not known. A post market review was conducted covering the last 3 years and it showed that the device breakage while repositioning patient happened one other time at the same facility. Re education offered to facility by hollister. The IFU precautions state to reconfirm position, depth of intubation, and patency of the et tube or other airway device during and after any change in the patient's head, neck, or body position, or any change in the location of the fixation device. Use caution during patient movement and/or repositioning to avoid dislodging the et tube. The root cause of the breakage could not be determined. Initial reporter also send report to the FDA. The report was received through FDA's medwatch program. Hollister received this report on november 30, 2020. The report number is mw5097963.

Event description:
It was reported that an anchor fast guard was being used on a covid-19 patient in the prone position. When rotating the patient's head from one side to the other and adjusting the sheet beneath the patient, the endotracheal tube was suddenly outside of the patient's body. The anchor fast guard was found to have broken. The staff needed to emergently supine patient and re-intubate and then immediately re-prone the patient. The patient's vent settings were briefly increased but were able to wean the patient back down to pre-event settings after several hours.